Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to the breakdown of the lead. All measurements were within range and stable. This ra lead was replaced. No additional adverse patient effects were reported.